Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes indicating power failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported technical error codes for power failure could be confirmed along with other technical error codes indicating that the memory backup batteries on the control and monitoring pc boards are depleted. The memory backup batteries were replaced as recommended in the service manual. The ventilator passed functional and pre-use checks and was cleared for clinical use. No ventilator logs were provided. The depleted memory backup batteries were reportedly from 2007. The memory backup batteries must be replaced every five years. The root cause of the other technical errors has not been established. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).